Event description:
It was reported that the patient underwent a left hip arthroplasty and was subsequently revised approximately 9 years post-implantation due to pain, difficulty ambulating, and elevated cobalt and chromium levels. During the revision, the acetabular component was found in significant anteversion, and the femoral neck was impinging on the posterior aspect of the acetabulum leaving a large defect on the femoral neck. All components were revised, and a competitor total hip was placed without complications. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.